Event description:
Patient arrived in operating room with tpn infusing. On evaluation found the tpn bag had a hole which was covered with multiple pieces of clear tape. It seems the IV pole, with the IV bag had fallen onto the floor (perhaps in the patient's room).